Event description:
Follow up information identified the patient's lead was replaced which resolved the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed vial laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a buzzing sensation at the ipg. X-rays revealed the lead migrated next to the ipg. Surgical intervention may take place to address the issue.